Event description:
It was reported that there was an error code l3-021.

Manufacturer narrative:
Device was returned, but info is not known. Evaluation summary: the complaint has been confirmed. The vso solenoid was replaced to correct the issue. The unit was serviced, repaired and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.